Event description:
The customer reported the adhesive from the infusion set was not sticking well enough. The infusion set fell off her body. The customer alleged the adhesive on the infusion set was defective. No adverse event was reported. The lot number was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.